Event description:
A malfunction was reported when a pump's screen went dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to charge the pump using known working supplies, and the pump screen turned on. The malfunction code was resettable, and technical support helped reset the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue happened again.